Event description:
Defective screw inserted into the patient during this surgical case. Physician was unable to remove defective screw. Dr. (B)(6) informed product rep. This is a device failure in a-tec anterior cage. This set was quarantined.